Event description:
Shortness of breath not controlled by inhaler - increased [dyspnoea], condition aggravated (using fixodent and experiencing an increase in shortness of breath) [condition aggravated], oxygen level decreased when walking from 95% to 86% [oxygen saturation decreased], runny nose [rhinorrhoea]. Case description: a consumer reported that they, an adult female age unspecified used fixodent denture adhesive, form/version unk everyday for 6-7 months and reported the following: experiencing a lot of shortness of breath not controlled by inhaler - increased beginning approximately two months after first use of fixodent, oxygen level decreased when walking from 95% to 86%, and runny nose. She went to the hospital, where she received prednisone and was put on oxygen; she was discharged to home with oxygen therapy. The treatment seemed effective for approximately two weeks. When the symptoms returned, the physician felt the symptoms could have been due to pollen. Additional treatment included: inhalers, antihistamines and prednisone. The case outcome was not recovered/not resolved. Past medical history included: medical history - emphysema. Concomitant medications included: rescue inhalers. No further information was provided.

Manufacturer narrative:
Product lot number was not provided by the consumer, requesting information from consumer not received to date. Product investigation including batch retains pending the consumer providing the lot information.